Manufacturer narrative:
The stellar device and h4i humidifier were returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that the h4i humidifier of a stellar was used without water filled by the caregiver, therefore allegedly delivering dry air to the patient which contributed to respiratory deterioration and subsequent death of the patient. There is no allegation of device malfunction.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that the h4i humidifier of a stellar was used without water filled by the caregiver, therefore allegedly delivering dry air to the patient which contributed to respiratory deterioration and subsequent death of the patient. There is no allegation of device malfunction.